Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer would load a cartridge and resume insulin therapy on the pump. There was no adverse impact to the customer's blood glucose level.